Event description:
The left ventricular (lv) lead was dislodged and confirmed via diagnostic imaging. Lead revision is anticipated and the patient is in stable condition.

Event description:
The left ventricular (lv) lead was revised to resolve the event. The patient was stable with no adverse consequences.